Event description:
The manufacturer was informed on this event through the publication ''mitral annuloplasty ring fracture and annular injury during transcatheter mitral valve-in-ring intervention'' by frisoli et al. Based on the information reported in the paper, a patient who underwent prior surgical repair of severe mitral regurgitation with a 28-mm sorin 3d memo complete semi-rigid annuloplasty ring developed symptomatic severe functional mitral stenosis. By multidisciplinary review, a transcatheter mitral valve replacement was decided given the patient¿s multiple comorbidities. Computed tomography scan showed mitral ring internal diameters of 23.3 mm x 23.3 mm. During transcatheter mitral valve-in-ring (tmvir) intervention, a 23-mm balloon was inflated within the surgical ring for sizing purposes with a slight waist appearance. A 26-mm edwards sapien 3 valve (edwards lifesciences, irvine, california) was deployed inside the ring. Transesophageal echocardiography now revealed severe paravalvular leak (pvl). Post dilatation with a 24-mm noncompliant balloon was performed in the hope of reducing the pvl, which was felt to be located between the transcatheter valve and surgical ring. However, the severe pvl was unchanged and now noted by transesophageal echocardiography (tee) to in fact be outside the surgical ring. Fluoroscopic comparison of the ring before and after valve deployment illustrated a fracture in the mitral ring. Over a veno-arterial rail, 3 occluders were deployed, reducing pvl to trivial. The 3 occluder devices can be seen adjacent to the fractured segment of the mitral ring. Left atrial peak pressure was reduced from 48 to 27 mm hg. Tee evaluation pre-tmvir/pvl repair as compared to post-tmvir/pvl repair revealed the following: pulmonary vein pattern changed from systolic flow reversal to impaired relaxation pattern; mean transmitral gradient by tee improved from 6.9 mm hg to 4.7 mm hg. Follow-up echocardiography 1 and 10 days postprocedure confirmed normal tmv function and trivial residual mitral regurgitation. The patient was discharged on post-procedure day 28.